Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm, and the customer was unable to clear the alarm. The customer's blood glucose was 235 mg/dl. The customer did not recall any significant events leading up to the alarm aside from having to place the insulin pump somewhere else due to lack of a belt clip. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent act button response due to corroded keypad trace. No button error alarm noted during testing. The device had scratched display window, cracked case at display window corners, and cracked reservoir tube lip.